Event description:
It was reported that the atrial lead was broken (suspected fracture) and had high impedance greater than 2500 ohms. The atrial lead was explanted and tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event, and the patient's status was reported to be ok following the replacement procedure.

Manufacturer narrative:
This report is based solely on lead return and analysis. The event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) distal conductor fractured; full lead returned.